Event description:
During an inspection, it was reported that the device actual energy output was lower than the selected amount and it gave the "abnormal energy" delivered message. Furthermore, the device failed a self test, illuminated the service indication and logged several event codes in the memory. Physio-control investigation found a malfunction that impacted proper defibrillation therapy delivery. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further revaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of failure to be diode, designator cr30. The diode failure affected the defibrillation therapy delivery.